Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2008. She later experienced persistent pain and suffering, elevated metal ion levels, disability and physical impairment. There is no mention of revision surgery.

Manufacturer narrative:
(B)(4). Litigation alleges patient had synovitis, mechanical complications, tissue necrosis, inflammation, loosening of prosthesis, chromium and cobalt toxicity, pain and discomfort after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.